Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that yesterday they went to turn their stimulation on when they got up out of bed, but they didn't feel it in their back. Caller added that when they pushed the button to turn the stimulation off, they felt a sharp shock and then nothing. Caller stated they tried tuning it on and off a couple more times but couldn't feel the stimulation. Agent had caller connect the controller to the implant. Caller noted the controller was at 70% and the implant was at 60%. Caller confirmed stimulation was off. Agent walked caller through turning the stimulation on. Caller was on group c with programs 1 and 2. Caller did not feel stimulation. Agent had caller attempt to increase their intensity; caller saw settings not available. Caller tried group a and also saw settings not available. Caller switched to group b and was able to feel the stimulation comfortably in group b. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. [See pe 706836849 - rpl; recharging issues]

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause was software issues. They talked to a rep on the phone and they walked them through the process. The system is currently working. The issue has been resolved.